Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced hypoglycemia with a reported glucose of 25, without hospitalization, and later performed a factory reset after which glucose levels were more stable; device problem, component details, and precipitating factors remained unspecified. Symptoms included insufficiently characterized clinical effects. Outcomes included effects that were not further specified. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.